Event description:
Customer reported the alarm will not power on. The batteries have been replaced with a new supply. Customer also reported the nurse call cable does not fit as it should when plugged into the nurse call outlet. The date when the issue was discovered is unk. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue that there is no power. The alarm powers up as it should. However, eval revealed the nurse call receptacle is loose and confirmed that the cable fits loose inside the receptacle. Therefore, when connecting the nurse call cable to the unit the receptacle moves. The nurse call light feature did not come at the nurse call test fixture as it should. (B)(4).